Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete device and event information. The unique device identifier (UDI #) is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 1627487-2022-00003, 1627487-2022-00005, 1627487-2022-00006, 1627487-2022-00007. It was reported that the ipg was inoperable and patient lost therapy. It was also reported that the patient had experienced ineffective therapy and that diagnostic testing revealed high impedance on two leads. As a result, surgery occurred to explant and replace the ipg and two leads to address the issue. It is unknown which two leads had high impedance so all suspected devices are being reported.